Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report that the plunger defectively engaged the lens; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that, during loading, the iol remained blocked in the cartridge after the plunger defectively engaged the lens. After taking out the lens from the cartridge, the iol was found with haptic detached. There was no patient contact. Another iol was used to complete the surgery on the same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.